Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented at clinic on (B)(6) 2014 with tea colored urine and a lactate dehydrogenase (ldh) level of 1500 without power spikes. The patient was admitted and medically treated with bivalirudin then discharged home. On (B)(6) 2014, the patient was readmitted to the hospital for elevated ldh again with no power spikes observed and started on bivalirudin. No alarms were reported for the event. The patient underwent a pump exchange. No further information is available at this time.

Manufacturer narrative:
"Approximate age of device" is 1 year, 8 months. The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.